Event description:
It was reported that the customer experienced an infusion set leak at the quick release. Quick release was not tightly connected, and customer is not able to connect quick release successfully event on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.